Event description:
The pt presented complaining of two separate episodes of his defibrillator firing when he was in a normal sinus rhythm. He also complained of episodes of shortness of breath, shaking and chest fullness, both occurring on 6/27/97 and 6/28/97 around the times of the misfiring of the defibrillator. Inspection of the defibrillator revealed that the pacing and sensing lead had a stress fracture at its inserting point to the defibrillator. Leads replaced.